Manufacturer narrative:
The check of the DHR of the lot #1605764 did not show any pre-existing anomaly on 40 revision stems manufactured. No further complaints were received on 32 out of 40 stems already implanted belonging to lot #1605764. Xrays and explants were not received for a deeper investigation. Based on the few information received, it is not possible to investigate the root cause of the event. According to the information provided by the complaint source, loosening of the stem was due to a suboptimal surgical choice (undersized stem) combined with an intra-operatively fracture experienced during previous surgery. Furthermore, all the revision stems manufactured with lot #1605764 were up to specifications and no further complaints were received on this lot#. Therefore, we can hypothesize that the event was due to surgical factor. Event not product related. Pms data according to our pms data, occurrence rate of loosening of revision stem is lower than (B)(4). All these cases were due to surgical factor or patient related. No corrective actions implemented for this specific case. Limacorporate will keep the market monitored.

Event description:
Revision surgery performed on (B)(6) 2016 due to stem loosening. According to the information reported, during the original surgery of (B)(6) 2016, surgeon accidentally fractured femur and, additionally implanted an undersized lima revision stem (code 3814.15.010, lot#1605764, ster.1600110). Consequently the stem subsided leading to loosening and revision. During revision, the stem, the neck and the femoral head were replaced. Event occurred in new zealand.

Manufacturer narrative:
By the info provided, it appears to be an event surgeon-related. We will submit a final MDR after the complete investigation.

Event description:
Revision surgery performed on (B)(6) 2016 due to stem loosening. According to the info reported, during the original surgery of (B)(6) 2016, surgeon accidentally fractured femur and in addition undersized the lima stem, so stem subsided post-op. Stem was found to be loose at revision. Stem and neck replaced during revision. Event occurred in (B)(6).